Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.8798 mg/day), bupivacaine (10.0 mg/ml at 4.399 mg/day), and compounded baclofen (100.0 mcg/ml at 43.99 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was interrogated on (B)(6) 2015 and a motor stall was noted on (B)(6) 2015 at 10:58 with recovery the same day at 12:32 without a report of MRI. It was noted the cause of the stall was unknown. It was indicted the event was related to the device or therapy. No action was taken and the issue resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6)lbs.